Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had an appointment on (B)(6) 2021. And that they did not have they did not had retention before implant and also that catherization was not their standard of care. It was also stated that the cause of the retention was due to hemorrhoidectomy(unrelate done on (B)(6)2021. The patient stated that they are currently seeing a urologist and are no longer catherizing no further complications were reported/anticipated at this time.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the ins was put in to help with bowel (when they stood up to urinate they were having little bowel accidents). Patient said since implant the device and therapy is working great and helping that symptom. Patient said they noticed a month or more ago, that it was harder to start urinating but once they started it was okay. But it has got to the point of not being able to urinate, they had to go to urgent care and ER and had catheters, the first time was 1100 cc and the second time was 1200 cc. Patient stated that is the worst pain they have ever felt. Patient said they saw the nurse at the hcp office in (B)(6) and for an unknown reason the nurse changed the program from program 1 to program 4. Patient said they have been gradually increasing the setting and are now at 4.3. Patient said they saw their healthcare professional (hcp) on friday, (B)(6) 2021 who told them they are leaving and another doctor will take over at the same practice. At that appointment, the hcp recommended patient call medtronic to discuss turning stim off. During call, it was reviewed with patient that they have the potential to turn stim down or off or changing to another program to see if the urinary issue resolves. Patient was recommended they continue working closely with their new hcp. Patient said they would try turning stim off or down and make an appointment with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.